Event description:
A facility reported that during a posterior cervical fusion case, the rocker arm on the mayfield infinity skull clamp (a2114) moved while the patient's head was in place. The skull clamp was locking, but unlocked too easily. There was no surgical delay and no patient injury. Additional information received as follows: 1. When was the date of the incident? Answer: before (B)(6) 2024. 2. What action was taken after product problem occurred? Answer: rep. Called, loaner received, (the loaner broke week ago friday (B)(6), bottom button doesn't lock) we do not have a replacement at this time. This is a problem. 3. When was the product problem discovered (during inspection, before/during/after a procedure)? Answer: clamp was locking, but unlocked too easily. Clamp was locked and secured with this patient, surgeon confirmed it to be safe to use for this patient, but wanted the c-clamp to be sent and checked on pressure, as it is on a patient to recreate the slipping of the locking system of the clamp. The lock is the one by the 2 skull pins. That piece was pushed in properly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The mayfield infinity skull clamp (a2114) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the right and left pawls are broken, the index knob is tight, and the 80lb torque knob is out of adjustment. The unit will be repaired with replacement of the set screw, label, right & left pawls, spacer and retaining ring, and general maintenance and cleaning will be performed. Conclusion - the complaint is confirmed via inspection of the unit. The probable root cause is rough handling and routine wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a